Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 10 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received ten closed samples to analyze the complaint. We have checked the ten samples received and the sutures (thread and needle) are correct, all correspond to the product description: monosyn violet usp 2/0 and 70cm length and hr26 needle. Therefore, a root-cause could not be identified. We need defective samples showing the defect to asses properly the customer complaint. A review of the batch manufacturing record for this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although all samples received correspond to the product description, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "during a laparoscopic total prostatectomy surgery, the surgeon confirmed that the curve of the needle is much more stronger than usual." The needle curve of the product specification should be hr26 but the actual needle is very different (much more strong curve).